Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 370 mg/dl while using the ilet, and the agent advised the user to replace the infusion set due to suspected insulin delivery issues; the medical device problem and device component could not be specified due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and the available information was insufficient to identify a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.